Event description:
A clinical incident involving an ultravac with integrated cable arthrowand was reported to arthrocare corporation. During a shoulder arthroscopy procedure, the back of the head of the wand reportedly disintegrated in the surgical site. Suction was used to remove the fragments. It is not known if the fragments were completely removed with suctioning.

Manufacturer narrative:
The device was reported as returning for investigation. The investigation will be completed once the device has been returned.